Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software product ID tm90t0 lot# serial# (B)(6); product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown intrathecal medication via an implanted pump for n on-malignant pain. It was reported that the patient had been unable to connect their handset and communicator to their pump since this morning. The patient connected well at 11am, but when they tried again at 3pm, the screen was stuck on 'connecting,' and the circle was going around, but the myptm app would not progress past that screen for 10 minutes. It was noted the communicator bluetooth light would just flash and would eventually time out. The patient tried restarting the handset without resolution of the issue. The patient confirmed both handset and communicator had been fully charged and unplugged prior to using them. When the agent inquired event date, the patient mentioned they have had some issues with it taking a long time to connect to the pump in the past, but never this long, and that took 3-4 minutes to connect before, but never this long. The patient confirmed neither device had been wet/dropped. The agent assisted the patient in resetting the handset and communicator, resetting bluetooth and location, and resetting the myptm app multiple times without resolution of the issue. The patient was also assisted in clearing data due to suspected telemetry delay, but this did not resolve the issue. Prior to data clear, patient's data was 4.61mb. The patient was holding the handset with their left hand and holding the communicator against their stomach with their right hand. Communicator placement was reviewed and pump antenna considerations, but that did not resolve the issue. The patient was sitting up in bed so patient tried lying flat but that did not resolve the issue. The patient had seen 'no pump response' before but had not seen that on the call, and the screen would not progress past 'connecting.' The issue was not resolved through troubleshooting. A request was sent to repair to replace the handset and communicator. The patient was nervous about inability to bolus and concerned about their pump implant functionality. The patient would follow up with managing physician.